Event description:
It was reported that on (B)(6) 2019, during a device procedure, the lead was capped due to the recall. No issue was reported on the lead. There were no adverse events before during and after. The patient was stable.